Event description:
This event was reported as prosthetic valve "degeneration". No further info provided.

Manufacturer narrative:
H3: examination of the valve in our laboratory revealed evidence of host tissue overgrowth which has been excised prior to receipt. This host tissue overgrowth appeared to have encroached onto each cusp which resulted in stenosis of the effective orifice area, multiple disruptions and incomplete coaptation. X-ray analysis revealed a minor focus of calcification wihtin the aortic walls of the left and noncoronary leaflets. Stent distortion was also noted and appeared artifactual of explant. The primary cause for dysfunction of this valve was determined to be due to host tissue overgrowth. These findings would account for the symptoms noted clinically. H6: 86 = x-ray analysis